Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken jaws will not close to be related to the customer reported complaint. The instrument was found to have a grip cable dislodged at the proximal end. Probable root cause of dislodged grip cable is attributed to component failure. This causes the grip cables to not close.

Event description:
It was reported that during central processing, the broken jaws of the medium-large clip applier instrument would not close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.